Event description:
The user facility reported the patient was supported by multiple pumps (impella cp and escalated impella 5.5) for acute myocardial infarction/cardiogenic shock. The pump support of the impella 5.5 pump was for over six (6) days when the pump was explanted at the time of care withdrawal after the cerebral vascular accident (cva) was diagnosed. The cva was embolic.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was submitted. The device was not returned for investigation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. D6a, d6b.